Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced past elevated blood glucose (bg) of 493mg/dl; cause was unknown. Elevated bg was addressed via a correction bolus. Additionally, the customers husband drove customer to hcp where elevated bg was addressed via a manual injection. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg. Additionally, the customer experienced past hyperglycemic events and symptoms reported on a survey that were addressed from a healthcare provider.